Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the tubing leaked at the middle port. Fluid was on the floor and blood was backing up in the tubing. The patient's IV site was their hand, and their line was restarted.